Event description:
It was reported, the pt is not able to locate the ipg with either the charger or the pt programmer. It is not known when was the last time the pt was able to charge the ipg. The next course of action has not been determined.

Manufacturer narrative:
Recall: 1627487-12192011-003-r, 1627487-0542011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.